Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints were reported for this lot number. The product investigation could not identify a root cause. Investigation has been completed based on current information. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery a posterior capsule tear occurred. This led to vitreous coming from the back of the eye into the anterior chamber. The surgeon removed the iol and performed an anterior vitrectomy. The surgeon did not implant any other lens into the patient's eye because he wanted the inflammation to reduce before doing that. Add'l info has been requested.